Event description:
It was reported that the patient's right ventricular (rv) lead was explanted and replaced due to high impedance and possible fracture. About one week before the replacement, a rv lead impedance warning occurred and there had been an increase in the impedance trend but the value was still within nominal range. A week later the rv lead impedance warning occurred again and now the values were out of range high. Replacement occurred the next day. No patient complications have been reported as a result of this event.

Event description:
The patient¿s left ventricular (lv) lead was explanted and replaced because of association with the rv lead. The lv lead was returned to the manufacturer where it subsequently tested out of specification.

Manufacturer narrative:
Product event summary: the partial lead was returned in pieces and the rv (right ventricular) defibrillation coil developed a fracture due to flexing while in vivo. Analysis of the device memory indicated the impedance on the rv (right ventricular) and the svc (superior vena cava) defibrillation coils was beyond the expected upper range. Analysis of the device memory also indicated oversensing due to non-physiologic signals/sic (sensing integrity counter).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: dtba1d1 ICD implanted: (B)(6) 2013. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.